Manufacturer narrative:
The device was manufactured september 22, 2016 ¿ september 23, 2016. The device was returned and an evaluation is complete. Visual inspection was performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A functional leak test was performed by filling the device with water. During filling, a leak/backflow was observed from the fillport. Further inspection revealed a white particle approximately 0.20 square mm in size lodged under the check-band. Fourier transform infrared spectroscopy revealed that the particle was made of acrylic. The reported condition was verified. The cause of the particle could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was leaking between the fill port and the fill port cap after filling the bladder with solution. There was no patient involvement. No additional information is available.